Manufacturer narrative:
Patient's age and weight are not known. (B) (4). The idrivec as well as the concomitant devices were evaluated and were found acceptable. The reported complaint could not be duplicated, and its root cause could not be determined. (B) (4)

Event description:
While an idrivec was being used in a rectum resection procedure, it was noted that the red led on the device was blinking slowly, and the anvil of the attached plc75 stapler was closing slowly in response to presses of the close button of the idrivec. The procedure was successfully completed by use of another idrivec.